Manufacturer narrative:
Concomitant products: product type: extension, product ID: 3708140, serial# (B)(4). Product type: extension, product ID: 97754, serial# (B)(4).

Event description:
The manufacturing representative additionally reported the pocket revision was on (B)(6) 2015. The patient stated the implantable neurostimulator was high on her right flank and uncomfortable. The health care provider moved the pocket to her right abdomen. This required the 40 cm extensions to reach the new site. The patient has had no other complaints since the revision. The manufacturing representative had no further information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the reason for the pocket revision was because the patient was uncomfortable with the location of the pocket on the flank area. The system was working fine. The healthcare professional added extensions and moved the device to the patient's right abdomen. The system had consistently given her good coverage and relief of her chronic back and leg pain. If additional information is received, a follow up report will be sent.

Event description:
(B)(4). It was reported the patient¿s pocket was moved from their flank to their abdomen. The pocket was moved because it was uncomfortable in their flank. After the pocket revision all impedances were within normal limits. The patient was receiving good coverage, pain relief and they were comfortable.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).